Event description:
It was reported that during attempted insertion of the iab, difficulty was enountered passing it through the introducer sheath. The sheath and iab were removed and replaced without any complications.